Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of angina and stenosis are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effecta, and the relationship to the product, if any, cannot be determined; however, hospitalization appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on 12/05/2022 the patient had a 4.5x18 mm xience skypoint lv stent implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2024 during a cardio workout, the patient began experiencing chest pain. The patient came to the emergency department for evaluation and was admitted for observation. The patient was discharged home the next day. Although the labs, electrocardiogram and echocardiogram were normal, the patient was told to follow up with primary cardiology. Cardiac catheterization performed on (B)(6) 2024 showed mild stenosis (20%) in the lad. The patient was told to continue medical management with primary care. No additional information was provided.